Event description:
Ous MDR - boston scientific received info that this right ventricular lead was implanted successfully and normal sensing measurements were obtained. Prior to device connection, it was noted r wave measurements had decreased. Fluoroscopy revealed the lead was dislodged. The lead was repositioned and remains implanted. No adverse pt effects were reported. According to available info, this lead was repositioned and remains implanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.